Event description:
Event description guidant received information that this left ventricular lead was explanted six days after it was implanted due to a dislodgement, resulting in loss of capture. The lead was removed and replaced. There were no adverse patient effects.